Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p mesh on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p mesh on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh. Per op notes, "a composix l/p mesh was placed into the abdominal wall using sutures." (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia thereby underwent repair. Per op notes, "there are adhesions in the anterior aspect of the abdomen." (B)(6) 2011 - patient had status post hernia repair with a midline abdominal wall seroma. (B)(6) 2015 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent repair. Per op notes, "noted the previously placed mesh during this repair and a synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.